Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited two codes on device interrogation. The codes indicated a shock lead short, and charge time exceeded. Boston scientific technical services (ts) discussed the device attempted to deliver a shock, however, low out-of-range (oor) shock impedances were detected due to a potential lead issue and the energy found an alternative pathway and likely damaged the device. Subsequently, a revision procedure was performed. The ICD was explanted and replaced. Defibrillation threshold (dft) testing was performed in the single coil configuration, and the shock impedances were 68 ohms. Then dft testing was performed again in the dual coil configuration, and a code 1004, shorted shock lead was detected. This ICD was removed/replaced prior to pocket closure. The proximal coil of the right ventricular (rv) lead was surgically abandoned. Another ICD was implanted and dft testing was performed in the single coil configuration. The shock impedances were 69 ohms. This ICD was successfully implanted and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error code 1004 was recorded on (B)(6) 2019, followed by a charge time exceeded alert, code 1007 immediately after. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
This supplemental report is being filed as the device evaluation was completed.